Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead dislodged. The lead was capped and replaced on (B)(6) 2016. The patient's condition post procedure was well.